Manufacturer narrative:
(B)(4). Batch # unknown. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
Sleeve procedure: a gap was noticed between the reload and anvil jaw, this happened after first fire and a new plee60a was opened to complete rest of the procedure. There were no patient consequences.